Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure, inability to cross the target lesion using a stent delivery system (sds) occurred. Vascular access was gained via the radial artery. The target lesion was located in the very tortuous and calcified mid to distal right coronary artery (rca) with additional stenosis in the mid left anterior descending (lad) artery. The physician pre-dilated the target lesion located in the rca using a 1.5x12mm apex push balloon, the attempted to perform intravascular ultrasound (ivus) using an atlantis catheter, but was unable to cross the target lesion. The physician pre-dilated the target lesion again using a 2.0x15mm apex balloon. Next, he advanced the 2.25x24mm promus element sds to the target lesion, but was unable to cross the target lesion. The physician again dilated the target lesion in the rca using a 2.5x20mm apex balloon, then failed to cross the target lesion again using the same 2.25x24mm promus element sds. The physician completed the procedure by deploying a 2.25x16mm promus element stent in the distal rca at 16atm and with placement of an overlapping 2.5x24mm promus element stent covering the mid rca. Ivus confirmed that the stents were well apposed and no patient complications were reported. However, device investigation revealed stent damage.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: an examination identified stent damage. One strut in the middle of the stent was raised and misaligned. An examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).